Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that on (B)(6) 2024, the department of medical care implanted a groshong PICC catheter into an elderly patient (hemiplegia, advanced cancer, heart failure patient), and on (B)(6) 2024, the catheter slipped into the patient's body due to the unstable connection of the extension tube, and the catheter was removed from the loan department on the afternoon of (B)(6) 2024. No other information was provided.